Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. No under deliver/over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for 2 days. No unexpected pump error/alarm or unexpected pump message noted. No motor error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose two to three weeks ago. The customer's current blood glucose is 530 mg/dl. The customer did provide symptoms related to high blood glucose such as a throwing up. The customer was treated by insulin drip. Troubleshooting was declined for high blood glucose and bent cannula. The customer also reported that the insulin pump had motor error alarm. Customer was able to complete pump rewind. The drive support cap appears normal. The insulin pump will be returned for analysis.